Manufacturer narrative:
Additional information: based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is use error, including excessive mechanical force, stopping and restarting the drill, and misalignment during use. Refer to dfu-0054-eor8_fmt_en, g. Precautions for details. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-feb-2026, a sales representative reported via phone that an ar-3671 fibertak® biceps implant broke, and additionally reported via (B)(4) that it was being used with an ar-3671ds fibertak® biceps disposables kit that fell apart. This occurred during an open biceps procedure on (B)(6) 2026. While drilling, the plastic came apart from the metal on the ar-3671ds fibertak® biceps disposables kit, causing the ar-3671 implant to break. All fragments were recovered from the patient. There was a 30-second delay. The case proceeded using another ar-3671 and ar-3671ds. There was no harm to the patient.